Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the catheter and unknown sheath which got bunched at the proximal end, the balloon got stuck with the sheath and a break is noted at the proximal end of the balloon exposing the inner guide wire lumen. The balloon appeared bloody, no other anomalies were noted . Therefore, based on the photo review, the reported retraction issue and identified break can be confirmed for. A definitive root cause for the alleged retraction and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured stuck in the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending, however photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2023.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured stuck in the sheath. The procedure was completed using another device. There was no reported patient injury.